Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that after registering the patient using 3 point and trace registration, the surgeon went to verify the accuracy, and the anatomical landmarks that the surgeon was touching with the probe appeared inversely on the screen. The site restarted the system, re-registered the patient, and was able to confirm anatomical accuracy. There was no impact to patient's outcome.

Manufacturer narrative:
Concomitant products references the main component of the system. Other medical products in use during the event include: product ID 9736355, serial/lot: (B)(6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.